Event description:
The adapter cord was arcing and sparking while probe was activated. Adapter cord pulled and replaced along with a new abc hand probe for argon beam. Small delay in surgery to gather equipment. After inspection there was a tiny hole in the cord near the white connector. I have pictures.